Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if patients have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
A 6f angio-seal device was selected for use in the left common femoral artery of a pt with disease and a possible dissection at the access point, as revealed by a pre-deployment angiogram. The pt presented with left leg claudication two weeks later. An angiogram revealed intravascular collagen placement, but artery was not completely occluded. A left femoral endarterectomy was performed to remove the collagen and anchor. The pt was stable.